Manufacturer narrative:
The device will not be returned as it was discarded by the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The device history record review was not completed, as the lot number was not provided. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the hydrajaw clamp there was a gap between the clamp and hydrajaw side of the insert since the hydrajaw was bent. When the tissue comes into contact with this gap, hydrajaw side of a hydrajaw clamp insert got detached and fell into the surgical field. There was no allegation of patient injury. The devices is not available for evaluation as it was discarded by the hospital.